Event description:
Per the surgeon, skin flap revision surgery was done due to an infection in the pt's skin flap. During the surgery, the surgeon noted a split in the silicone covering the implant. The device was removed and analyzed. The implant functioned normally and it was determined that the slit in the silicone was likely a knife cut.